Manufacturer narrative:
Results: the second jet7 was stretched approximately 130.0 thru 131.5 cm from the hub. The jet7 was bent approximately 4.0 cm from the hub. The total length of the jet7 was 132.5 cm. Conclusions: evaluation of the first jet7 revealed that the catheter was stretched. If the catheter is forcefully manipulated against resistance, damage such as stretching may occur. Further evaluation of the returned jet7 revealed multiple kinks along the distal shaft. These kinks may also occur due to forceful manipulation against resistance during use. During the functional test, resistance was encountered while attempting to advance the jet7 through the rhv of a demonstration neuron max, and jet7 could not be advanced any further. The jet7 was flushed during decontamination and the distal end did not expanded. Evaluation of the second jet7 revealed that the catheter was stretched. If the catheter is forcefully manipulated against resistance, damage such as stretching may occur. Further evaluation of the returned jet7 revealed a bend on the proximal end of the catheter shaft. This bend was likely incidental to the reported complaint and may have occurred from packaging of the device for return to penumbra. During the functional test, resistance was encountered while attempting to advance the jet7 through the rhv of a demonstration neuron max, and jet7 could not be advanced any further. The jet7 was flushed during decontamination and the distal end did not expanded. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00049.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00049.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system jet 7 reperfusion catheters (jet7s) and a non-penumbra stent retriever. During the procedure, the physician made one pass using the jet7. Upon removal for flushing, the distal end became stretched while passing through the rotating hemostasis valve (rhv). Subsequently, the jet7 was flushed and the distal end expanded. Therefore, this jet7 was no longer used in the procedure. Another jet7 was used with a stent retriever to make one pass and the devices were removed for flushing. However, the same issue occurred with the jet7. Therefore, this jet7 was no longer used in the procedure. The procedure was completed using another jet7 and the same stent retriever. There is no report of an adverse effect to the patient.